Event description:
Additional info from the user facility report: the pt was scheduled for a laparoscopic converted to open splenectomy. The enseal device failed to work when plugged into machine. Code on the machine stated "replace". A second machine was tried with the same result. The enseal handpiece was removed from the surgical field.

Manufacturer narrative:
Date sent: 07/31/2009. Information is unavailable; device was not returned for evaluation. Corrected data: (catalog #). User facility medwatch # is attached. Evaluation report: the complaint could not be confirmed, because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device not returned. Additional info from the user facility report: 2009. Temperature controlled tissue sealing. Surgrx, inc, catalog# etrio-335. Lot# f09a21-01. Initial reporter also sent report to FDA: no.